Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information. The analyst noted that false asystole due to loss of contact was suspected.

Event description:
It was reported that the two days post-implant, the implantable cardiac monitor (icm) device collected two asystole episodes which the physician felt were false asystoles due to loss of contact. The device remains in use. No patient complications have been reported as a result of this event.